Manufacturer narrative:
On september 12, 2022, mentor received additional information indicating that the patient has been scheduled for breast implant removal surgery on (B)(6) 2022. In addition, the patient was also diagnosed with droopy breasts, breast ptosis, and right breast implant displacement. Mentor also became aware of the patient's correct patient identifier and it has been populated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On october 11, 2022, the mentor failure analysis lab received the device for evaluation. On october 14, 2022, mentor received additional information indicating that the patient's implants were replaced with the following: (left) 360cc mentor memorygel breast implant catalog: 3507360mc lot: 9714725 sn: (B)(6) and (right) 360cc mentor memorygel breast implant catalog: 3507360mc lot: 9789218 sn: (B)(6). On october 18, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the mentor memoryshape¿ mm 355cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast prosthesis implantation surgery with two 355cc mentor memoryshape breast implants, suffered bilateral breast capsular contractures; baker grade iii, post-procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.